Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer's blood glucose level was 30 mg/dl at the time of incident. The customer stated that insulin pump passed self test and displacement verification test. Customer did not mention any symptoms related to high blood glucose level. The device will be returned for analysis.